Event description:
It was reported that during a liver chemotherapy embolization procedure, the patient suffered a reaction. The physician advanced an unspecified guide catheter to the celiac artery and injected contrast. Next, the renegade hi-flo microcatheter was advanced through the guide catheter and contrast was injected into the renegade using a syringe, however, immediately afterwards, the patient¿s face became flushed and tachycardia was noted. The patient was given a benadryl IV and the symptoms did not progress. The procedure was successfully completed with this device. The patient¿s condition and post-procedure status are unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).